Event description:
A signal loss was reported with the Abbott Diabetes Care (ADC) device and the customer was unable to obtain glucose readings and receive glucose alarms. As a result, the customer was not alerted to changes in glucose levels. The details of the customer's symptoms are unknown; furthermore, the type of third-party treatment provided is also unknown.. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The Date of event is unknown. The date entered in section B3 is the date Abbott Diabetes Care became aware of the event.All pertinent information available to Abbott Diabetes Care has been submitted.